Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would shut itself off spontaneously, due to an out of electrical specification power supply. This part was replaced and the software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer would shut off spontaneously. The programmer was returned to service. There was no patient involvement.